Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Exeter stem had to be revised as the implant snapped in situ.

Event description:
Exeter stem had to be revised as the implant snapped in situ.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device was performed as part of the material analysis: "image shows the exeter v40 stem with fracture location highlighted. On visual examination, the fracture was observed through the mid-stem region, approximately 72 mm from the distal tip. The femoral head remained locked on the stem trunnion." Material analysis: a material analysis was performed and concluded the following: "review of exeter v40 stem 44mm no 0, catalogue # 0580-1-440, lot code g7085047 confirmed fracture of the stem. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the mid-stem region. The fracture was observed to have propagated in fatigue. No manufacturing or material related defects were observed on the device surfaces examined." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the stem. A material analysis was performed on the returned device and concluded the following: "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the stem through the mid-stem region. The fracture was observed to have propagated in fatigue. No manufacturing or material related defects were observed on the device surfaces examined." Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.